Event description:
It was reported by caregiver that some kind of bolt fell out and was looking for service. When asked what the bolt was from, she did not know, the end user got back home and found the bolt laying on the floor. Customer states the chair is operational but was concerned what the bolt from. Caregiver is very certain it is from the chair. No further information provided and customer was referred to (B)(6).